Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not recognizing full helium tank. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) provided phone support only. Customer fully reseated the console in cart, this corrected the issue.